Manufacturer narrative:
The reported complaint of autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) was confirmed during initial functional testing and archive data review. The root cause for ua07 was due to a defective load cell module 2. The defective load cell was likely due to a defective component or mishandling such as drop. During visual inspection, no physical damage was observed on the returned autopulse platform. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch, unrelated to the reported complaint. Deburring of the clutch plate was performed to address this issue. During archive data review, ua7 error message was recorded around the reported event date, thus confirming the reported complaint. During the initial functional testing, the returned autopulse platform displayed "(ua)07" upon powering on. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test). Load cell characterization results confirmed load cell module (2) over reported (defective). Thus confirming the reported complaint. To remedy ua07, the damaged load cell module 2 was replaced. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The load cell characterization test passed. The autopulse platform passed final test. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. The crew was unable to clear the advisory and immediately performed manual CPR. No consequences or impact to patient was reported.